Event description:
Related manufacturer reference number:2017865-2023-94840. It was reported that the implantable cardioverter defibrillator and the right ventricular lead exhibited post-paced t-wave oversensing, crosstalk and oversensing noise. Programming changes were performed. The patient was in stable condition.